Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was operating very slow even after performing reboot. A technical support specialist modified the configuration settings to resolve the application. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system was operating very slow even after performing reboot. The customer mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.